Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon broke the security and tried activating the instrument. The anastomosis was not complete so they had to convert to an open case and managed to finally use a second eea to complete the anastomosis. There was no unanticipated tissue loss or tissue damage. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.